Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Remains implanted.

Event description:
It has been reported that a revision is required due to the proximal fixation requiring revision.

Manufacturer narrative:
On (B)(6) 2018 it was identified that the device that was initially reported is a concomitant. This event is reported the new report MDR report #3004105610-2018-00090.

Event description:
It has been reported that a revision is required due to the proximal fixation requiring revision.